Event description:
It was reported via social media comment by the patient that the patient's vns did not stop his seizures. The patient stated that the seizures continued as well as increasing in frequency and strength. No additional relevant information has been received to date.